Event description:
The customer reported the device went vent inop, spi bus failure. No patient involvement.

Manufacturer narrative:
Pr#: (B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. MFR recieved date: 07/20/2015. Conclusion / root cause:the data acquisition pcba and data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device went vent inop, spi bus failure. No patient involvement.